Event description:
Pt hospitalized for diabetic ketoacidosis. She is using humalog insulin and had not changed her cartridge since 7/8/98. She was put on IV drip insulin and her blood glucose level went down. She went back on the pump and it became elevated again. She had not yet changed the cartridge.